Manufacturer narrative:
(B)(4).

Event description:
A receiver device was returned for evaluation. The device was visually inspected and the charging door was damaged; the serial number is not visible due to illegible label. The receiver was charged and rebooted. The data log could not be retrieved and functional testing could not be performed because of the "call tech support" error. The customer complaint was confirmed because hardware error was displayed. The root cause could not be determined. As a result of the illegible label we cannot confirm if the returned device is the complaint device.

Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6)2017, that on (B)(6)2017, the receiver displayed error !. No additional patient or event information is available. No product or data were returned for evaluation. The complaint could not be confirmed. A root cause could not be determined.